Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's ac connector cable and power cord were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the blower motor locked up. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
It was initially reported, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's ac connector cable and power cord were replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the blower motor locked up. The device's blower motor was replaced to address the issue. The internal battery was also replaced as it failed to charge during service.